Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated (356, 400s mg/dl), over a period of 2 days. Elevated bgs decreased after the customer administered a correction bolus. Customer's contact declined troubleshoot as they believed that the pump was working correctly. Recommendation was made to consult with a healthcare provider.